Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the circumflex artery (cfx). Prior to the atherectomy, cardiopulmonary resuscitation (CPR) was performed to stabilize the patient. During treatment, the tip of the viperwire advance coronary guide wire was observed to be fractured in vivo and the component was unable to be retrieved. Angiographic imaging revealed a perforation in the artery. Balloon angioplasty and stent placement were performed to resolve the perforation. A stent was placed to entrap the fractured tip in vivo. The patient was stabilized using intubation and a heart pump and was admitted to the intensive care unit (ICU) for observation.

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).